Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted following an already reported patient infection.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had not triggered replacement indicator while implanted. Review of stored memory verified that the device experienced two resets during the explant procedure. It was unknown if electrocautery was being applied near the device site during surgery, as this would be a reason for these resets to occur. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings.